Event description:
Abbvie received a report that a patient was treated with coolsculping elite using a curve 120 (c120) applicator on (B)(6) 2023 to the mid (right side) abdomen using a curve 120 (c120) applicator, and on (B)(6) 2023 to the lower abdomen. After approximately 6 months post treatment, the mid (right side) abdomen became visibly enlarged, palpable and firm with the diagnose of paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.